Event description:
The complaint description states an optician reported a pt with a scratched cornea who purchased lenses from a beauty supply retail store without a prescription. No other info regarding the incident was given. The report showed brand name of ciba-wesley jessen, with an unknown product code of 86l-pm, and description of "lenses, soft contact, extended wear". The type of lens is unknown from the report, and the lot number was not provided.